Manufacturer narrative:
H.6. Investigation: two samples were returned to our quality engineer for investigation. Through visual inspection, no damage or defects were observed that could have contributed to the reported leak. Leakage tests were conducted finding both samples to meet specifications, no damage or defects noted in the plunger rod when disassembled. A device history review was performed for reported lot 1901244, no deviations or non-conformances were identified during the manufacturing process. Based on the available information, we are not able to identify a root cause related to the manufacturing of this product.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe there was an issue with leakage. As reported: "during the preparation of a chemotherapy of farmorubicin, we noticed that it had passed the 2 stopper at the plunger of the syringe. This has therefore leaked outside the syringe by this route."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe there was an issue with leakage. As reported: "during the preparation of a chemotherapy of farmorubicin, we noticed that it had passed the 2 stopper at the plunger of the syringe. This has therefore leaked outside the syringe by this route."